Event description:
Hosp reports that the lidstock on the tray containing the sterile convenience kit has come undone, thereby making the contents non-sterile. The kit was not used in a procedure. A sample will be returned for evaluation.

Manufacturer narrative:
Although it has been stated by the complaint reporter that a sample will be returned, to date, none has been received by the MFR. Therefore, no failure analysis is available. Upon receipt of the sample/completion of the investigation a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.